Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 1.7-3.1cm from the distal end of the trifurcation boot, consistent with lead friction to the ICD can. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that noise on ventricular lead was noted on stored egm during patients in-clinic visit. The hv function of the lead was disabled and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
New information notes that the patient received multiple inappropriate therapies. Lead fracture and externalized conductors were noted. Lead was capped and replaced.